Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited a confirmed fracture, high impedance, noise and high short interval counts (sic). The rv lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead and analysis was performed. Analysis revealed that the proximal and distal conductors of the lead developed a fracture due to flexing while in vivo and the inner insulation of the lead became breached due to a rupture while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.